Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve.

Event description:
Consumer reported complaint for e-3 error. The e-3 error occurred when the blood sample was absorbed. At the time of the call the customer reported feeling tired and it is due to her blood glucose. Customer had stated she was going to call her doctor's office. Customer did not leave test strip outside of vial too long and the vial cap was not left open. Test strips are stored in the original vial and customer is using correct testing technique. The product is stored according to specification and is stored in the dining room. The test strip lot manufacturer's expiration date is 12/26/2020 and open vial date is 08/18/2019. During the call, a blood test was performed by the customer and produced test result of 182 mg/dl (not disclosed if fasting or non-fasting) using meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve.

Event description:
Consumer reported complaint for e-3 error. The e-3 error occurred when the blood sample was absorbed. At the time of the call the customer reported feeling tired and it is due to her blood glucose. Customer had stated she was going to call her doctor's office. Customer did not leave test strip outside of vial too long and the vial cap was not left open. Test strips are stored in the original vial and customer is using correct testing technique. The product is stored according to specification and is stored in the dining room. The test strip lot manufacturer's expiration date is 12/26/2020 and open vial date is (B)(6) 2019. During the call, a blood test was performed by the customer and produced test result of 182 mg/dl (not disclosed if fasting or non-fasting) using meter.